Event description:
It was reported that an m. Blue plus valve (#fx804t) was to be implanted during a procedure performed on (B)(6) 2026. According to the complainant, the valve did not drain the fluid after being implanted and working for approximately 3 minutes. A different shunt was used and the procedure resumed as normal. No patient complications were reported as a result of the procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, no deformations or damages of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves are operating within the specified tolerances in their respective relevant position. Adjustment test: the valves were tested and both valves are adjustable to all pressure settings. Braking force and brake function test: the brake operates as expected and the braking force is within the given tolerance. Internal inspection: after dismantling of the valves, no organic deposits were found in both valves. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the shunt. The m.blue plus operates within all specification. How the abovementioned functional impairment occurred is not clear to us at the time of examination.